Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing site for evaluation. A visual exam was performed and no defects were observed. The manufacturing site reports the sample was then tested with ventilator evita x to simulate actual tidal wave pattern during the ventilation process. During this simulation test, the tidal wave pattern from ventilator evita x showed no abnormalities or signs of leakage. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported the blue connector from the bronchial side leaked from the endobronchial tube during use. Patient experienced desaturation under 70% requiring reintubation. Patient was moved from a dorsal position to a lateral position after intubation then returned to "his back again" for re-intubation. It was reported no other resuscitation efforts were required. The patient's condition is reported to be "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported the blue connector from the bronchial side leaked from the endobronchial tube during use. Patient experienced desaturation under 70% requiring reintubation. Patient was moved from a dorsal position to a lateral position after intubation then returned to "his back again" for re-intubation. It was reported no other resuscitation efforts were required. The patient's condition is reported to be "fine".